Event description:
It was reported by the clinical specialist that " when the endoreturn, er21arterial cannula was placed in the rfa it was a tight fit. Upon initial attempt to start arterial perfusion the perfusionist was unable to flow through the er21, the physician repositioned the ER cannula, the perfusionist was able to administer test dose of flow, once we attempted to advance the icf wire the wire would not advance, wire was removed and inspection of the rfa was performed and a dissection was detected at that time. The ER 21 was removed and the artery was repaired using a gortex graft. Patient hemodynamically appeared to be stable, no changes in arterial pressures or nibp. Tee used, no fluoro. "The 21 was a little snug going in/unable to obtain perfusion, cannula was repositioned and perfusion obtained at initial trial" " were not able to advance the wire, upon inspection via tee a dissection was noted in the rfa. The wire and balloon were removed, case was canceled and femoral artery was repaired using gortex graft " patient injury was reported as "right femoral artery dissection and repair. Miv portion of the case was canceled." Additional clarification provided by the clinical specialist: "this was due to pt anatomy. The vessel had plaque in it and dissected when entering the er21. Not product related."

Manufacturer narrative:
The device was discarded by the hospital and unavailable for evaluation. There was no allegation of a product malfunction in this event and solely a vascular injury with the use of the endoreturn introducer. Vascular injury is a known potential harm during cardiac surgery and with the use of the endoreturn device. The IFU references, ¿the following complications may occur during or following use of the endoreturn arterial cannula, 19 fr arterial cannula, or catheter introducer sheath: injury to vessel and/or aorta, including perforation¿ the instructions for use give guidance around device placement and the following warnings: warning: do not advance if resistance is felt. Inability to easily advance the guidewire or the cannula may indicate vascular disease or injury. Closely examine the device position within the artery using fluoroscopy and/ or transesophageal echocardiography (tee) prior to proceeding. Warning: failure to properly advance the introducer/ cannula or introducer/sheath over a previously advanced guidewire may result in vessel perforation and/or dissection.in the reported complaint there is no indication that the surgeon did not follow the instructions for use. It is perceived that the physician did as instructed by the IFU. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.